Event description:
It was reported the coil could not be withdrawn from the catheter and malposition of device occurred. The patient was being treated for an endoleak via the inferior mesenteric artery (ima). The anatomy was noted to be very tortuous. A renegade stc 18 catheter was advanced with difficulty. The physician was able to obtain a stable position with the catheter. A 12mm x 20cm interlocking detachable coil (idc) was then advanced. The coil was released 3cm when the catheter and the coil kicked back from the target vessel. The coil had detached and could not be pulled back into the renegade catheter. The coil was then released into an intestinal artery. Surgery was performed to remove the coil from the incorrect location. The patient was stable and transferred to the intensive care unit for surveillance. The patient has since been noted to be fine and has recovered well.

Manufacturer narrative:
H6:device code - a150103 premature activation - was added.

Event description:
It was reported the coil could not be withdrawn from the catheter and malposition of device occurred. The patient was being treated for an endoleak via the inferior mesenteric artery (ima). The anatomy was noted to be very tortuous. A renegade stc 18 catheter was advanced with difficulty. The physician was able to obtain a stable position with the catheter. A 12mm x 20cm interlocking detachable coil (idc) was then advanced. The coil was released 3cm when the catheter and the coil kicked back from the target vessel. The coil had detached and could not be pulled back into the renegade catheter. The coil was then released into an intestinal artery. Surgery was performed to remove the coil from the incorrect location. The patient was stable and transferred to the intensive care unit for surveillance. The patient has since been noted to be fine and has recovered well.